Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port appeared to be damaged and could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. In addition, the battery gauge was observed to be fluctuating. The customer's blood glucose was 250 mg/dl. Customer declined troubleshooting with tandem technical support.